Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, the surgeon noted that the needle had a blunt end. At that time, the external oblique layer was re-opened to look for the needle tip, but was not found. An x-ray was performed, which was negative for retained foreign body. The suture tip was found off the field in a table basin of water. The procedure was concluded without complication. Additional information was requested.

Manufacturer narrative:
It was reported that the initial procedure was an inguinal hernia repair and suture was used on the fascia. Additional information: conclusion: the actual device was returned for evaluation. The evidence of this examination indicates that the breakage occurred at the tip area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). This medwatch report is in response to receipt of voluntary medwatch report.